Manufacturer narrative:
Product inquiry states the screwdriver bit to be the primary product. A review of the manufacturing documents could not be performed due to missing lot-code. A physical examination was not possible because no item was returned, because discarded, for investigation. A technical and / or a medical review was not possible because neither the instrument nor x-rays were available. Review of complaint history and risk analysis was performed based on current effective documents; CAPA databases revealed no deficiency based on the given information the process of implant removal was attributed to the patient¿s condition; a relationship to the implant can be excluded because no product deficiency was reported and, finally, the implant came out with minimal difficulties. Based on the given information the root cause of instrument breakage could not be determined exactly. However, as it was reported that the second attempt of implant removal was successful ¿ by using an appropriate kit to remove the implant and the implant came out with minimal difficulties ¿ it was concluded that the broken screwdriver bit was either used in a wrong manner or was not adequate for the procedure. Successful removal with minimal difficulties includes that the broken off tip of the screwdriver had been removed as well. Thus, no debris remained in the patient. Although a real root cause could not be determined it could not be excluded that the event was user related. The event of abandoned nail removal was covered by pi 1679051, mhra-no (B)(4). For this case no non-conformity was identified. In case the item(s) or medical information become available we reserve the right to re-open the file and to change the root cause.

Event description:
The stryker sales representative reported that the surgeon was explanting a (stryker) nail which had been in situ for 22 years without issue. The patient was being revised because a hip operation was required for which nail removal was essential. The surgeon was removing a nail using a screwdriver from the timex universal extraction set. The surgeon had difficulties inserting the screwdriver into the screw head due to calcifications. Once he had engaged the screwdriver, he attempted removal of the screw and as he applied force, the tip of the screwdriver broke off into the head of the screw. The screw could not be removed and the case was abandoned. The surgeon did ask for a second surgeon's opinion as to whether the case could be completed successfully or whether it was appropriate to abandon the case and it was agreed to abandon the case. The patient has since been referred to a specialist unit for removal of the nail. The stryker sales representative was in the case. Case was abandoned; the patient will need a second surgery at a specialist center. The head of the screwdriver remains implanted in the patient

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remainder of screwdriver has been discarded.

Event description:
The stryker sales representative reported that the surgeon was explanting a (stryker) nail which had been in situ for 22 years without issue. The patient was being revised because a hip operation was required for which nail removal was essential. The surgeon was removing a nail using a screwdriver from the timex universal extraction set. The surgeon had difficulties inserting the screwdriver into the screw head due to calcifications. Once he had engaged the screwdriver, he attempted removal of the screw and as he applied force, the tip of the screwdriver broke off into the head of the screw. The screw could not be removed and the case was abandoned. The surgeon did ask for a second surgeon's opinion as to whether the case could be completed successfully or whether it was appropriate to abandon the case and it was agreed to abandon the case. The patient has since been referred to a specialist unit for removal of the nail. The stryker sales representative was in the case. Case was abandoned; the patient will need a second surgery at a specialist center. The head of the screwdriver remains implanted in the patient